Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was found to be in backup vvi. Programming changes were performed. The patient was in stable condition.